Event description:
Pump declared altitude alarm, indicating an issue with the device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Despite attempts to resume insulin delivery with the current and new cartridges, the altitude alarm recurred, leading to the decision by technical support to replace the pump and cartridge. Customer planned to use a backup insulin pump while waiting for resolution.